Event description:
It was reported that during a pta procedure the back of the stent cath popped out of the delivery handle. The procedure performed was a femoral iliac stent placement, and the approach was the lateral groin. A 6f sheath and a 0.035 guidewire were used for the procedure. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The handgrip had been partly triggered 90mm and the system had been clipped out proximally and protruded 5mm out of the grip. The inner catheter and filling material protruded 85mm from the tip of the outer sheath. The stent was released and was included. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had occurred. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. This may have been prevented by placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing as stated in the IFU. The info for use for this device states" "during system flushing, ensure that the delivery system does not become inadvertently detached from the multifunctional handle at the proximal luer port. Detachment can occur due to application of excessive force. Placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing will prevent unintended detachment." This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.